Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
The rv lead was found to have a fracture. The physician decided to remove the system and not replace it. The patient had been inappropriately shocked on (B)(6) 2015 due to noise. At that time the physician had turned off therapy. There are no known complaints against this ICD or the ra lead. Should additional information become available, this event will be updated.